Event description:
It was reported that on (B)(6) 2007, patient underwent following procedure: anterior exposure l4-5 and l5-s1 with manipulation of the great vessels. Pre-op and post-op diagnosis: chronic back pain. No complications were reported. On (B)(6) 2007, patient underwent following procedure: anterior interbody fusion l4-5, l5-s1 with application of anterior plate at l5-s1 anteriorly followed by complete facetectomy l4-5 from the left posterior instrumental fusion l4-5. Pre-op diagnosis: chronic ongoing back and left leg pain, status post prior decompression at l4-5, with ongoing pain, unresponsive to conservative management, and status post discography to determine painful levels. As preop notes: "we prepared 18 x 26 mm cages, which were filled with rhbmp-2 soaked sponges. We then placed them in l4-5 bilaterally. At l5-s1, we filled 14 x 20 cages with rhbmp-2 sponges. Rhbmp-2 wrapped allo graft was placed between the transverse processes of l4 and l5 on the right. We duplicated the procedure on right. Patient was transferred to recovery room in stable condition."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries resulting from an unspecified surgery allegedly using rhbmp-2/acs. No additional information has been provided.